Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Patient had sinus rhythm. Upon interrogation the right ventricular lead exhibited loss of capture. The right ventricular lead was found to be dislodged. The lead was explanted and replaced. The patient was reported to have twiddler¿s syndrome which led to dislodgement. The patient was in a stable condition before, during and after the procedure.